Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, yellow particle inside device and crease fold . Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify crease smooth opening on posterior . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Healthcare professional reported "right side deflation." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, e.1, g.2, h.6.

Event description:
The device was explanted.